Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine at 48.62 mg/day at a concentration of ¿21%¿. It was reported that the patient wanted to know the date in which she had her last catheter implanted. The patient was concerned because she had been told by her healthcare provider (hcp) that hcps do not remove the catheters and just leave them in and implant another one. The patient was also concerned about the doctor mentioning they wanted to splice the catheter. The patient¿s catheter she had right now was not delivering her medication to her. The hcp performed a dye study in (B)(6) 2017 and could not get into the pump. They thought the problem was the catheter may have been kinked or moving. The pump was not relieving the patient¿s pain. It was unknown if this was a sudden or gradual change in therapy/symptoms. The patient had no pain relief since ¿last (B)(6) (2016)¿. It was noted that the patient loved the pump when it worked. There was no out of box failure reported andno medical or therapy problem associated with small parts reported. There were no further complications reported.